Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately high compared to an unknown meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began 2 weeks prior to contacting lfs at 11pm. The patient reported that he obtained an alleged inaccurate high result of 189mg/dl on the subject meter compared to 130mg/dl on the other device performed within 30 minutes of each other. One hour before obtaining these results the patient detailed that he was experiencing symptoms of sweating and shaking. The patient manages his diabetes with insulin and he denied receiving any treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the sample was taken from an approved site and the correct testing steps were used. The test strips were stored correctly and not expired. The test strip vial was neither cracked nor broken. The patient did not have control solution to complete a test. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged "inaccurately high" subject meter results did not affect treatment options prior to the onset of these symptoms.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.